Event description:
Device history record was reviewed and an internal CAPA dealt with the issue of defective air sensors. Some problems have been corrected, but a new internal CAPA (opened in 2025) has been opened to investigate other possible causes of air sensor failure. Device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided information, changing the air sensor solved the issue. Despite several requests for device/parts return, no additional information was provided. From complaint description it seems that the cause of the event could be linked to a defective air sensor but this cannot be confirmed without proper investigation test in brézins. Although we cannot confirm that the air sensor of the reported device was defective, please be informed that an internal CAPA is open to address the subject of "defective air sensor". However, if we do get information later on we may re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not investigated. The trend is: normal.

Event description:
The following has been reported by customer: air detector: device in shop, no note on it, drug library is up to date so unsure what issue is. Running test infusion on basic infusion to see if any issues/errors come up. No issues apparent, device needs pm within ~5months, pming early as pump is in shop. Main battery, rfid tag battery, & membrane replaced: (B)(6) 2025 verified correct hospital name & wifi configuration. Verified latest versions of pump software and wifi software. During calibration of air sensor, pump would not communicate with partner on first step. I switched out the IV test line, tried restarting partner, tried restarting my pc, and also disassembled pump to check connection of air detector. Air detector connection was good, reassembled pump to try air calibration again, still wouldn't work. Disassembled pump again to replace the air detector. Once replaced, ensured good connections then reassembled. Connected to partner and ran air calibration, passed. Proceeding with rest of calibrations & pm tests. Performed all calibrations & all pm tests successfully. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.